Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2017.   According to the complainant, during the procedure, the clip was successfully deployed and the catheter was then removed; however, on the endoscopic view, the clip was opened and detached from the tissue. Reportedly, the clip was retrieved using a non-bsc forceps, and the procedure was completed with another resolution 360 clip device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.